Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed with the styl et/guidewire stuck in the lumen. The distal electrodes of the lead were bent, and the distal connector was distorted; it was also bent. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, a competitor guidewire could not be removed from the left ventricular lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.